Event description:
On (B)(6) 2012, the reporter called animas alleging that none of the buttons on the keypad are responding when pressed. The reporter denies damage to the keypad. The patient reportedly keeps the pump attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the reported keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): evaluation revealed that the audio bolus button had a small tear in the center of the button but the keypad rubber was intact. The torn bolus button will allow contamination to permeate the button contact negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons responded appropriately with good spring back. There were no scrolling or hypersensitive keys observed. There was no evidence of keypad contamination on the key contacts. Evaluation confirmed a bolus button leak. The pump was opened and revealed moisture inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.